Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was blue when the nurse went to access the machine. A technical support specialist (tss) dialed into the device and applied the knowledge article ¿medapplication not launching automatically; station at blue screen¿. The device was launching the application as expected. The customer was informed that the device was ready to use. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on the blue startup screen. An attempt was made to restart the machine using the power switch, but it failed to shut down. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.